Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a false downstream occlusion at 3.2 psi during preventative maintenance testing. The reported problem was identified at the pediatrics department. There was no known patient injury or medical intervention associated with this event. No additional information is available.